Event description:
The customer reported that a pt had a low hr before coding and the monitor did not alarm.

Manufacturer narrative:
The customer indicated that they were unaware of a low heart rate condition experienced by the pt who subsequently coded and expired. Based upon the fact that the clinician was not aware of the change in the pt's condition, we will consider that the device was a factor in this adverse event. Subsequent communications with the hospital indicate that there was no death, and the users have questions about different types of alarms. Phillips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.